Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited oversensing and intermittent capture. The lead was capped and replaced on (B)(6) 2020. The patient was stable.

Event description:
Additional information received noted the right ventricular lead was noted with oversensing and artifact. The lead was capped and replaced on (B)(6) 2020. The patient was stable.